Event description:
The customer contact reported the device had no ac power when plugged in. This did not indicate a reportable malfunction. However, during testing at the user facility, the device touchscreen would not respond when pressed and would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device touchscreen did not respond when pressed. As indicated the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.